Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons on the insulin pump were sticking as well as battery indicator did not alarm with low battery. Customer declined to transfer the report to 24 hour helpline. The insulin pump will not be returned for analysis.